Event description:
Review of svc data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed the pulse lead hi-pot test. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of belt (B)(4) has been completed. Upon eval, the belt failed the pulse lead hi-pot test. The cause of the test failure is a defective msp 430 16-bit low power mcu u713 component and an exposed pulse wire in the cable connecting ECG electrodes a and b. The cause of the defective u713 is an improper output at pins 38 and 39. The root cause of the improper output cannot be positively identified. The root cause of the exposed pulse wire cannot be positively identified. No adviser event resulted from the defective component. The last pt to use the electrode belt did not report any deficiencies.